Event description:
It was reported patient is experiencing pain, swelling and deep vein thrombosis fifteen days post implantation and required medication to alleviate the symptoms. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibia catalog # 42532006702 lot # 64965172. Persona articular surface fixed bearing cruciate retaining (cr) catalog # 42522000413 lot # 64425864. Persona all poly patella catalog # 42540000032 lot # 65061482. Unknown cement catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 3007963827-2022-00023, 3007963827-2022-00024, 0002648920-2022-00012. It was reported a patient experienced a dvt approximately 2 weeks postop. The patient was placed on stronger anticoagulants, and the dvt resolved without further complication by the next follow up the following week. Procedural related complications are influenced by the type of surgery, patients pre existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.